Event description:
Patient was scheduled to have a lead revision on (B)(6); however, due to acute chf, progressive decline in kidney function, and patient age, a decision was made not to revise the lead. Loss of capture with high impedances were noted. Lv lead disabled; the pacemaker was reprogrammed to vvir without crt.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.